Event description:
It was reported that through service and receipt of a lawsuit that plaintiff (pt) was treated prior to 2006. Pt underwent a hemicolectomy to remove colon cancer. Document states "staples and gun were defective and caused an anastomotic leak resulting in another exploratory surgery." The pt underwent "a colectomy, placement of a hartman pouch, wound dehiscence, cholecystis requiring an open cholectomy, infections, a left foot drop, pulmonary emboli and subsequent placement in a nursing home."

Manufacturer narrative:
Information not available, device not returned for analysis.